Manufacturer narrative:
Context: a customer in thailand notified biomérieux of obtaining discrepant results between the vitek® 2 gn ID test kit (reference 21341, lot#2411959503, expiration date : 08/04/2023) and the vitek® ms system (reference 410895, serial number : (B)(6)) when identifying a gram negative bacilli from a hemoculture specimen. Initial testing - vitek ms : bordetella hinzii 99.9%. Alternate testing - vitek 2 gn ID card : low discrimination organisms : cupriavidus pauculus / achromobacter denitrificans / achromobacter xylosoxidans. Investigation results: testing of the patient sample the strain has been submitted by the customer to the global customer service for investigation. Vitek ms v3 (knowledge base v3.2) was tested to confirm the intended result: an excellent identification of the specie bordetella hinzii was obtained (99.9% see att 3). The strain was also sequenced internally to determine the expected identification. It gave an identification of bordetella hinzii. Fine tuning according to the vilink alert tool criteria, a fine tuning was needed during the tests made on (B)(6) 2022. However, due to lack of data, it was not possible to determine if a fine tuning was needed for the test made on (B)(6) 2022. Spot preparation the calibrator all peaks¿ values are quite heterogeneous. During the period analyzed, it varies between 60 to 120. Based on this finding, the spot preparation quality needs to be verified. Knowledge base review bordetella hinzii has been determined to be the expected strain based on the investigation conducted during the investigation. This strain is present in vitek ms kb v3.2 sample data analyis reprocessing the customer data with vitek ms kb v3.2 allows to show that all spectra gave an identification to bordetella hinzii. There is only one no identification result probably link to non-optimal spot preparation (i.e. Spectra with a high level of peaks 377). This kind of spectra could be obtained when not enough material is put on the spot, then the spectra will be noise only. The all peaks values are quite homogeneous. However, despite this heterogeneity, the identification is the same for all tests as bordetella hinzii. Conclusion : the investigation has confirmed that the expected identification is bordetella hinzii and that vitek ms gave the expected identification. No systematic quality has been identified. An investigation has been opened on vitek 2 - reference 21341.

Event description:
Intended use: the vitek® 2 gram-negative identification card (gn) is intended for use with vitek® 2 systems for the automated identification of most clinically significant fermenting and non-fermenting gram-negative bacilli. The vitek® 2 gn identification card is a single-use disposable. The vitek® ms system, reference (B)(4), is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue: a customer in thailand notified biomérieux of obtaining discrepant results between the vitek® 2 gn ID test kit (reference (B)(4), lot#2411959503, expiration date : 08/04/2023) and the the vitek® ms system (reference (B)(4), serial number (B)(4), when identifying a gram negative bacilli from a hemoculture specimen. Results : initial testing vitek ms : bordetella hinzii 99.9% alternate testing vitek 2 gn ID card : low discrimination organisms : cupriavidus pauculus / achromobacter denitrificans / achromobacter xylosoxidans. The customer reported to doctor achromobacter spp. A complaint against vitek® 2 gn ID test kit - reference (B)(4). Has also been opened (B)(4) for a potential misidentification. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patient. A biomérieux internal investigation will be initiated.